Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient stated that he believed it was dilaudid in the pump but was unsure of the dose and concentration. The indication for pump use was non-malignant pain. The patient reported that when he had his pump refilled, the hcp (healthcare provider) would tell him when the pump should be empty based on the pump settings and the bolus usage, but since implant there was ¿still a quarter of the medicine in the pump¿ even though, per the patient, it should be empty. He included that he used all of his boluses. The patient was wondering if this was normal. The patient was redirected to his hcp to further discuss.